Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the investigation is inconclusive for the reported dislodged stent , as the device was not returned for evaluation. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a balloon expandable stent placement in the left common iliac artery, the stent allegedly dislodged from the balloon. It was further reported that a snare device was used to retrieve the detached segment; however, it was unsuccessful. Reportedly, the health care provider (hcp) was unable to extract the stent through the sheath. Medical intervention was required to successfully remove the stent. Patient¿s status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a balloon expandable stent placement in the left common iliac artery, the stent allegedly dislodged from the balloon. It was further reported that a snare device was used to retrieve the detached segment; however, it was unsuccessful. Reportedly, the health care provider (hcp) was unable to extract the stent through the sheath. Medical intervention was required to successful removal of the stent. Patients status is unknown.